Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens model, za9003 monofocal iol (intraocular lens) was implanted in patient's eye, but lens was dislocated as it fell to the back of the eye. The physician tried to get the lens back in place, but he could not. Therefore, the lens was removed. It was also noted that vitrectomy was performed, but no patient injury reported as patient was reportedly doing good when discharged. No additional information provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 04/01/2019. Device evaluation: the product was returned in its original package for evaluation. Visual inspection at 10x microscope magnification was performed: loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Residues of lubricant material were also observed on lens. One of the haptic is detached. The detached haptic piece was not returned. The other haptic was observed slightly distorted. The conditions of the lens returned is consistent with a unit that has been previously handled and prepare for surgical process. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. There are no discrepancies found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search in complaints history revealed that no additional investigation request was received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.